Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is rec'd, a summary of the investigation results will be provided in a supplemental report.

Event description:
Customer reported prior to use, during pretesting efforts, a dr noticed the cuff has a leak. No pt involvement.